Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant was protruding from the shuttle cartridge and covering the balloon's proximal end. The procedural sheath was not returned with the device. Subsequent to unsheathing, blood was observed wetting the entire length of the sealant and appeared to have swelled, which is consistent with other cases of jamming. Advancer tube movement was checked and slight resistance was felt. A small piece of sealant was found on the balloon upon removal of the advancer tube. The small piece of sealant was wedged inside the distal tip of the advancer tube which may have contributed to the device jam. The review of the lot history record (f1616201) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant swelling up and increasing the profile which may have caused resistance during the shuttle deployment step. If high tension is applied to the balloon catheter during the shuttle deployment step this could result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath, causing the sealant to hydrate prematurely which can contribute to a device jam. However, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed. This is report 3 of 3; from the same user facility same lot number as MFR report #: 3004939290-2016-00272 and 3004939290-2016-00273.

Event description:
It was reported that during 3 different procedures with 3 mynxgrip 5f vascular closure devices from the same lot, when the doctor went to shuttle down, resistance was met and the doctor could not shuttle down all the way. This report is for event 3 of 3. The device was being used with a 5f procedural sheath for arterial closure following a left heart diagnostic procedure. The doctor had no issue during the insertion, inflation or pullback of the balloon. It was also reported that the advancer tube would not come out of the sheath. The doctor attempted to straighten the catheter and get it to advance, with no success. The balloon was deflated and the device was removed. Manual compression was held 15 minutes to achieve hemostasis. There was no patient injury. Hospitalization was not extended as a result of the issue. Additional information was requested, but is not available at this time.